Event description:
It was stated that the display of the device shows error 1871. There was unknown patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage. It was found that the motor sensor was not performing/sensing. Motor sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.